Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) prematurely due to long charge times. The device was explanted and replaced without incident.